Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 210h had an external dialysate leak between the arterial header and the housing. The event was reported to have occurred an hour and a half after the start of treatment when "air bubble like glue defect was observed at the header". The treatment was continued with the same dialyzer. There was patient involvement, however there was no injury or medical intervention associated with the reported event. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The leak test was also performed with no issues noted. There reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.